Event description:
A malfunction alarm with code malf 12 was reported, and the fault ID was available as 0x2071. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the caller with the process. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to call back if any issues reoccurred. No additional information was received regarding the outcome of the event.